Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. While in safety mode, pacing was programmed to 72.5 bpm and sensitivity was programmed to 0.25 mv automatic gain control (agc). However the EKG showed the patient's heart rate was in the 40s, and no pacing spikes. There appeared to be rv noise with oversensing and pacing inhibition due to unipolar sensing while in safety mode. Technical services (ts) discussed potentially admitting the patient and replacing the device as soon as possible. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. While in safety mode, pacing was programmed to 72.5 bpm and sensitivity was programmed to 0.25 mv automatic gain control (agc). However the EKG showed the patient's heart rate was in the 40s, and no pacing spikes. There appeared to be rv noise with oversensing and pacing inhibition due to unipolar sensing while in safety mode. Technical services (ts) discussed potentially admitting the patient and replacing the device as soon as possible. This crt-p remains in service. No adverse patient effects were reported. Additional information received indicated that the patient presented to the hospital, and this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
H6 correction: added bradycardia code to reflect reported 40 bpm heart rate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. While in safety mode, pacing was programmed to 72.5 bpm and sensitivity was programmed to 0.25 mv automatic gain control (agc). However the EKG showed the patient's heart rate was in the 40s, and no pacing spikes. There appeared to be rv noise with oversensing and pacing inhibition due to unipolar sensing while in safety mode. Technical services (ts) discussed potentially admitting the patient and replacing the device as soon as possible. This crt-p remains in service. No adverse patient effects were reported. Additional information received indicated that the patient presented to the hospital, and this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced. No additional adverse patient effects were reported.